Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist for use during cardiogenic shock and high risk cpi. Section: cleaning . ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The complainant reported a 58-year old female patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. Medical staff noticed a crack on the purge sidearm of the cp, and the purge pressure was low. The complainant did not share how the issue was resolved, and no patient harm has been reported.

Manufacturer narrative:
The investigation for the purge leak has been completed. The impella was not returned for evaluation. As per clinical, crack in purge sidearm observed with low purge pressure alarm. The cause of the purge leak issue was a leak from the sidearm but the exact location of the leak was unknown. D1-common device name. D4-corrected model number. D2-corrected common device name.